Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and a stylet was pushed through the outer coil and insulation. Additionally, resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Laboratory analysis confirmed the field observation.

Event description:
Boston scientific received information that, prior to this lead being implanted, the insulation of this lead was perforated by a stylet. This lead was not used and was returned for analysis. No adverse patient effects were reported.